Event description:
It was reported that the surgeon performed an occiput-t2 revision/extension to t3.(captured in (B)(4)). Surgeon's pre-op plan was to remove and re-instrument c1, t1, t2 and extend and add screws to t3. Along with this, he planned to harvest a rib and wire it between the c1 arch and spinous process. Lastly, checking screws for general purchase and potentially adjusting the occipital plate if needed. He removed and re-instrumented according to plan with c1, t2 & t3. He placed 5.5mm screws into t2 & t3. He also removed 3 bones screws from the occipital plate, all of which were 4.5mm rescue screws to begin with. This allowed him with no rescue but to simply add 2mm to the length and re-instrument. He then started to bend his first vitallium rod for the left side of the construct. He began persuading the rod using a gun persuader and rod fork. He placed 3 or 4 blockers and was working his was up to c3 when the tulip of his c3 screw popped off of the screw shank. He then had to remove the blockers and fish out the shank. He attempted to place a 4.5x24mm rescue screw where that screw previously was but was having trouble advancing the screw after it was about halfway in. It then cross-threaded from the screwdriver and he had to use a small rod to helicopter out the screw due to inability to re-engage. He then went and placed a new 4.5x24mm screw there. After this, he began to persuade the same rod again, adding blocker by blocker. This time, the c2 tulip popped off of the screw shank. He again had to fish out the threading using various tools. He decided to skip c2 and finish placing his rod. On the other side, he did not have any trouble placing his rod and blockers. He final tightened both sides of the construct and finished up with the surgery.

Manufacturer narrative:
Method: risk assessment; result: the device was not returned and no lot # was provided, so a manufacturing record review could not be performed. Conclusion: no device was returned, the root cause cannot be conclusively determined, as the device was not available for inspection.

Event description:
It was reported that the surgeon performed an occiput-t2 revision/extension to t3.(captured in pi (B)(4)). Surgeon's pre-op plan was to remove and re-instrument c1, t1, t2 and extend and add screws to t3. Along with this, he planned to harvest a rib and wire it between the c1 arch and spinous process. Lastly, checking screws for general purchase and potentially adjusting the occipital plate if needed. He removed and re-instrumented according to plan with c1, t2 & t3. He placed 5.5mm screws into t2 & t3. He also removed 3 bones screws from the occipital plate, all of which were 4.5mm rescue screws to begin with. This allowed him with no rescue but to simply add 2mm to the length and re-instrument. He then started to bend his first vitallium rod for the left side of the construct. He began persuading the rod using a gun persuader and rod fork. He placed 3 or 4 blockers and was working his was up to c3 when the tulip of his c3 screw popped off of the screw shank. He then had to remove the blockers and fish out the shank. He attempted to place a 4.5x24mm rescue screw where that screw previously was but was having trouble advancing the screw after it was about halfway in. It then cross-threaded from the screwdriver and he had to use a small rod to helicopter out the screw due to inability to re-engage. He then went and placed a new 4.5x24mm screw there. After this, he began to persuade the same rod again, adding blocker by blocker. This time, the c2 tulip popped off of the screw shank. He again had to fish out the threading using various tools. He decided to skip c2 and finish placing his rod. On the other side, he did not have any trouble placing his rod and blockers. He final tightened both sides of the construct and finished up with the surgery.